Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, first triclip was implanted at anterior septal leaflets. Second triclip was implanted at posterior septal leaflets. An attempt was made to deploy third triclip. With multiple grasping attempts, a slight increase in tr was observed. Per the physician, triclip may have contributed to small hole in the posterior leaflet. The procedure was terminated with deployment of triclip and the tr was reduced to grade 2 post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the cause of the unspecified tissue injury cannot be determined. Serious injury/ illness/ impairment was a result of case-specific circumstances. The reported patient effect of unspecified tissue injury, as listed in the triclip system instructions for use, are known possible complication associated with triclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, first triclip was implanted at anterior septal leaflets. Second triclip was implanted at posterior septal leaflets. An attempt was made to deploy third triclip. With multiple grasping attempts, a slight increase in tr was observed. Per the physician, triclip may have contributed to small hole in the posterior leaflet. The procedure was terminated with deployment of triclip and the tr was reduced to grade 2 post procedure. There was no clinically significant delay. No additional information was provided.